Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 37761, product type recharger. Analysis confirmed the initial allegation of the desktop charger having broken connector pins.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that their recharger had a broken connector pin which occurred about two weeks ago. They have not been able to recharge for maybe like a week and a half because of it so their therapy is off. The patient was transferred to repair to be sent a new desktop charger. No further complications were reported/are anticipated.